Manufacturer narrative:
Follow up #1: the product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping enhanced meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the inaccuracy issue with the meter began at 11:30pm on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of "30.0 mmol/l, 24.0 mmol/l, 20.0 mmol/l and 21.0 mmol/l", performed within 20 minutes of each other. Based on statistical methodology, the reported difference between these results falls outside lfs' precision criteria. The patient manages her diabetes with insulin pump therapy. She reported that based on the lowest reading, she administered 5.95 units of insulin, also at 11:30pm on (B)(6) 2016. She denied developing any symptoms as a result of the alleged issue. No additional treatment or medical intervention was specified. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had used blood from the same approved sample site. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.